Event description:
Reportedly, the status light of the home monitor remained orange, even after a few days and several attempts to reboot it. The associated wirex was replaced, but the same behavior was observed. The home monitor was eventually replaced.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the status light of the home monitor remained orange, even after a few days and several attempts to reboot it. The associated wirex was replaced, but the same behavior was observed. The home monitor was eventually replaced.